Event description:
Per the clinic, in 2013 (specific date not reported) the patient underwent a successful skin flap revision surgery due to breakdown at the implant site. It was reported, the patient was a non user due to re-occurring skin flap breakdown and infection at the implant site as well as exposer of the electrode array, subsequently the device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4).